Event description:
It was also reported that the patient had a run of ventricular tachycardia (vt). The team believes that arrhythmia is related to prolonged qt correlating with tikosyn dosing overnight. Medication dosage was reduced.

Manufacturer narrative:
The investigation of product damage (sterile sleeve damage) and vf/vt/af/at has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. D6b explant date added. B1 adverse event was inadvertently omitted on the initial manufacturer device report number 1220648-2025-28720. B2 outcome selection was inadvertently omitted on the initial manufacturer device report number 1220648-2025-28720. B5 additional information was inadvertently omitted on the initial manufacturer device report number 1220648-2025-28720. H1 type of report was erroneously selected on the initial manufacturer device report number 1220648-2025-28720. H6 health effect - clinical code 2095 and health effect - impact code 4641 were inadvertently omitted on the initial manufacturer device report number 1220648-2025-28720.

Event description:
The user facility reported that an impella 5.5 anti-contamination sleeve torn at the distal end. It had come completely detached. It was cleaned and tegaderm was placed. The patient continued on support and no harm was reported.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.